Manufacturer narrative:
A ge rep evaluated the system and cleaned, lubricated and reseated the high voltage candlestick connectors. The system operates as intended.

Event description:
The field engineer reported that the system displayed a filament regulator and kv on in error messages. This event occurred outside of the procedure and there was no pt involvement. It is a reasonable expectation that the system was not able to provide enough power to create excessive radiation. The kv on in error will likely shut down without command. There is no report of injury or death associated with this complaint.